Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer was hospitalized high blood glucose of 311 mg/dl. The customer was admitted to the hospital due to issues with their liver. The customer was informed that there could be many reasons for high blood glucose. She wants to know how to give herself just five units of insulin without using the bolus. The customer was assisted with the issue. No further information was provided.